Manufacturer narrative:
During inspection and testing, it was determined the scope had been incorrectly reprocessed. Information obtained from the customer regarding the procedure for reprocessing stated the user did not flush the air/water channel with water and air using the air/water channel cleaning adapter. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the device was not reprocessed according to the instruction for use due to user understanding being different from olympus recommendation in device handling and/or reprocessing steps. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following, which may help to prevent the issue: "precleaning the endoscope and accessories: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." Olympus will continue to monitor field performance for this device. In addition, the distal end cover was scratched, the adhesive on the bending section cover was cracked, the bending tube was deformed, the insertion tube was scratched, the paint on the air/water nut and suction cylinder nut was peeling, the universal cord was scratched, and the connector housing was damaged. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported that the subject device continued to smell after the cleaning, disinfection, and sterilization procedure was completed. The device was not used on a patient and there was no harm or user injury reported due to the event. The subject device was sent to an olympus service center for evaluation. During inspection and testing, it was determined the scope had been incorrectly reprocessed. This report is being submitted for the malfunction found during evaluation (insufficient reprocessing).